Manufacturer narrative:
(B)(4). Date sent: 1/26/2024. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with an indentation on the soft touch of the proximal nozzle and with one gst45w reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 645c41, and no non-conformances were identified.

Event description:
It was reported that during a lap appy, the stapler was closed on mesentery and would not open. The customer noted that it "jammed". The stapler was eventually able to be open and discarded. Another device with the same product code was used to complete the procedure with no issue. The discarded device will be sent in for analysis. No additional details were provided to the sales rep.